Event description:
It was reported that there was elevated threshold. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693165 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was increased impedance and oversensing.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).